Event description:
A report was received that the patient will undergo a pocket revision due to discomfort and pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and two percutaneous leads were implanted. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort and pain at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort and pain at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort and pain at the pocket site.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging the ipg and this is also part of the reason for the pocket revision.